Manufacturer narrative:
There was an intermittent button response due to the moisture damage on the keypad trace. The pump had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported that his meter was cracked and the pump had a heavy scratch on it. Customer also had a broken holster clip. Customer's blood glucose was 87 mg/dl. Customer stated that the scratch on the pump looks like an "x" and it is by the battery area above the screen. Customer reported that the up arrow button feels different when you push the button. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.